Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue injury appears to be related to patient anatomy. The reported mitral regurgitation (mr) is due to tissue injury. The reported patient effect of tissue injury and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr is due to the tissue injury. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitral valve had strongly tethered chordae. An xtr clip was inserted, and grasping was performed. However, mr was unable to be adequately reduced. It was then observed mr had returned to a grade of 4+ and a flail occurred on the anterior leaflet. It was suspected that due to the tethered chordae, a chordal rupture occurred, resulting in the returned mr and flail. Due to this issue, mitral valve replacement was performed. No additional information was provided.